Manufacturer narrative:
Additional information: d9, h2, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that the liberty select cycler alarmed with a make sure hb is on ht message in fill 4 of 5. The patient was connected during incident. During the call the patient also reported a fluid leak. The fluid leak was discovered during fill 4 of 5. There were alarms/warnings prior to leak; make sure hb is on ht occurred prior the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their pd treatment on (B)(6) 2025 the cycler was alarming with a heater bag message. The patient stated that during the troubleshooting with the ts they noticed some fluid on the floor. Per patient the fluid leak came from the cassette and confirmed that there was no fluid leak inside the cycler; however, the patient could not confirm if there were any holes in the cassette "tubing" which caused the leak. The patient also confirmed that there was no leak coming from the solution bag or connections. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. The patient has resumed treatment on the cycler with no further issues since then. The samples are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that the liberty select cycler alarmed with a make sure hb is on ht message in fill 4 of 5. The patient was connected during incident. During the call the patient also reported a fluid leak. The fluid leak was discovered during fill 4 of 5. There were alarms/warnings prior to leak; make sure hb is on ht occurred prior the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their pd treatment on (b)6) 2025 the cycler was alarming with a heater bag message. The patient stated that during the troubleshooting with the ts they noticed some fluid on the floor. Per patient the fluid leak came from the cassette and confirmed that there was no fluid leak inside the cycler; however, the patient could not confirm if there were any holes in the cassette tubbing which caused the leak. The patient also confirmed that there was no leak coming from the solution bag or connections. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. The patient has resumed treatment on the cycler with no further issues since then. The samples are not available to be returned to the manufacturer for physical evaluation.